Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention, target vessel revascularization, myocardial infarction, and stent thrombosis occurred. In (B)(6) 2010, the patient presented with an st elevation myocardial infarction (stemi). The 95% stenosed culprit target lesion was located in the proximal left anterior descending artery with reference vessel diameter of 2.5 mm and a lesion length of 10 mm long. Following predilation, a 2.50 x 16 mm taxus liberté was implanted with 0% residual stenosis. The subject was discharged on aspirin and prasugrel one-day post procedure. In (B)(6) 2013, the subject was diagnosed with q-wave myocardial infarction and the subject was hospitalized on the same day. Cardiac enzymes were noted to be elevated. At the time of the event, the subject was taking aspirin and the study drug per protocol. The study drug was discontinued and other antiplatelet medication was last taken on the date of the event. The 100% thrombosis was located in the proximal left anterior descending artery and was treated with placement of unknown bare metal stent. In addition, the subject was treated medically during the course of the event. At the time of reporting, the outcome of myocardial infarction and stent thrombosis were considered recovering / resolving. The subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the proximal lad and not in the mid lad as previously reported. On (B)(6) 2010, the patient presented with left arm discomfort on the underneath side of the left arm that eventually progressed into the left chest and shortness of breath and the patient was diagnosed with unstable angina. On (B)(6) 2013, the patient presented with chest pain radiating to the left jaw, associated with shortness of breath and diaphoresis. During admission, electrocardiogram (ECG) revealed anterior st elevation and coronary angiography was performed. The 100% in-stent thrombosis of the previously placed stent in proximal lad was treated with thrombectomy. Residual stenosis was noted in proximal and distal segment which was treated with placement of 3.00 x 16 mm and 3.00 x 8 mm veriflex bare metal stents. Following post dilatation, residual stenosis was 0%. Two days post procedure, the events myocardial infarction and stent thrombosis were considered resolved without residual effects and the patient was discharged on the same day with aspirin and prasugrel.